Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 430 mg/dl, 384 mg/dl, 80 mg/dl, 480 mg/dl, 435 mg/dl, 411 mg/dl, 388 mg/dl and 412 mg/dl. The customer also stated that they had symptoms like vomiting. Customer stated that insulin was coming out slow during the fill cannula. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.